Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Caller alleges adhesive is not sticky enough on the infusion set. Caller reported issue is isolated to two different lots. No adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. It is not possible to perform an adhesion break force test on a used device.